Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient collapsed immediately following the aspiration of blood from a multi-lumen central venous catheter line. Blood was being aspirated for tests requested by the patient's consultant. A CT scan of her brain indicated that she had an air embolism. The patient was subsequently transferred to the adult intensive care unit. The arrow multi-lumen cvc was implanted in the patient's right subclavian vein on (B)(6) 2015. No complications were reported by the inserting consultant. The manipulation of the catheter directly before the air embolism occurred on (B)(6) 2015. No signs of catheter malfunction were recorded in nursing or medical records prior to the sui.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint could not be confirmed. The customer sent the sample to a third party laboratory for evaluation prior to returning it to teleflex. The third party reported that the luer hubs failed a size test but that the catheter did not leak when tested. So the luer size did not affect the function of the catheter. The catheter was examined by our investigator and appeared typical but used. The luer hubs were found to be too large. However, the catheter was leak tested by injecting pressurized water into each lumen with the distal end occluded. No leaks were observed. Since no leaks were observed, it is not probable that the luer hubs had any negative impact on the catheter function. A device history record review was performed on the catheter based on sales history with no relevant findings. No functional problem was found with the returned catheter but a manufacturing defect was found regarding the incorrect size luer hubs. Further investigation has been initiated to investigate this issue.